Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii). The erroneous result was reported outside of the laboratory. The initial estradiol iii result from the primary tube at 8:25 a.m. Was 1612 pg/ml. This result was reported outside of the laboratory where the physician disagreed with the result. The sample from the primary tube was repeated at 9:16 a.m. On a different e 601 analyzer and the result was 40 pg/ml. The repeat result was considered to be correct. No adverse event occurred. The estradiol iii reagent lot number and expiration date were not provided. It was noted that the clotting time may have been too short. No additional centrifugation was done between the initial result and the repeat result. The sample was centrifuged for 10 minutes at 1600 g. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The customer believes the issue was related to a pre-analytic issue and declines to provide additional information.

Manufacturer narrative:
A general reagent issue can most likely be excluded. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.